Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: could you please clarify when did the first needle got broken (during removal from package /during passage through tissue/ during tying / post-op)? During passage through tissue, the fascia. Did the needle fall into the patient? Yes. If yes, was the needle piece removed from the patient during the same procedure? Yes all the broken part was removed. Were x-rays taken to locate the needle? No. Was there any patient consequence or injury? No. What is the patient¿s current health status and condition? Good status and condition. Was any other tissue damaged as a result of searching the needle? No. The following additional information was received: was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes, patient status/ outcome / consequences? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? No, is the patient part of a clinical study? No, (B)(4). Device property of : none, and device in possession of: none. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name -irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, and strength - = 2360 g /m. Related reports: 2210968-2023-00828.

Event description:
It was reported that a patient underwent a c-section procedure on an unknown date and suture was used. During the suture of the muscular fascia in c-section, the first needle that was taken with the forceps by the tip breaks. A second suture from the same batch is then opened and the second needle also breaks during the suture. There were no patient consequences reported. Additional information was requested.